Event description:
A report was received that a pt's ipg had flipped inside the pocket and was about a 45 degree angle. Ther pt underwent a pocket revision procedure and the position of the ipg was corrected. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.